Manufacturer narrative:
Unique identifier (UDI) #(B)(4). Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of discrepant glucose results with accu-chek inform ii meter serial number (B)(4). At 8:17 a.m. The meter result was hi (>600 mg/dl) and likely within 5 minutes, the repeat result was 203 mg/dl.